Event description:
It was reported that during an unknown procedure, the original cartridge was replaced with a white one and approached to the blood vessel. The surgeon noticed the device was locked on the tissue with forceps. He was going to open the jaw, but the jaws could not be opened. Finally, the jaw was opened forcefully by hand and the operation was finished without any problem. There was no tissue damage. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.